Event description:
It was reported that a patient underwent a pancreaticoduodenectomy procedure on (B)(6) 2023 and suture was used. The suture was broken during use. However, the connection part between the suture and the needle broke so it is unknown if the suture was broken, or the suture was just detached from the needle. The surgeon held the needle, so the needle was not lost. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - please clarify if the two events with both sutures happened in this single procedure: yes - please provide lot number of the two devices involved=>z935h: semrc, z711d: tcmbbz - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one detached needle and needle suture piece that pertained to product code z935h. This product code is double-armed. During the visual inspection of the detached needle, the swage area was noted with marks probably caused by a surgical instrument and this caused the needle to be detached from the suture. In the visual inspection of the needle-suture piece, no anomalies or issues related to pull-off were observed during the evaluation. And the end of the suture was noted to be cut probably caused by a surgical instrument. The product code contains an absorbable suture and the time of exposure that has the suture in the environment could not be determined. Therefore, the functional test cannot be performed. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional information was requested, and the following was obtained via: 1. Please clarify if the returned lots, z711d lot no: tcmbbz, tcmcur, tcmres are all possible lots related to event that occurred within the event description?=>tcmbbz:1, tcmcur:1, tcmres:1. 2. Please confirm if there was an alleged quality issue experienced with lot z711d tcmcur?=>it is a sample that it is too tight to pull it. 3. Please clarify if there was any alleged quality issue experienced with z711d lot no: tcmres?=>it is a sample that it is too tight to pull it. 4. Please clarify if the samples sent for z711d lots: tcmcur, tcmres were sent at representative samples for evaluation.=>yes. 5. Was z711d lot no: tcmbbz the actual sample used during the procedure that experienced the quality issue?=>yes.